Event description:
The surgeon implanted lens model cc4204bf and was torn during implantation. The lens was implanted and removed in 2005 without patient injury. It was indicated by the facility that the lens was damaged by the foam tip plunger in the injector. The indigo-p injector and sfc-25 cartridge were used during surgery, but the lot numbers were unknown.